Event description:
The remstar pro c-flex device was returned to a third-party for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation inside the blower kit and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.